Event description:
It was reported when trying to interrogate device prior to battery change, programmer gave error message. Tried it several times with the same result. Will use another programmer for the procedure and a service disc will be sent. No patient complications were reported as a result of this event..

Event description:
It was reported when trying to interrogate device prior to battery change, programmer gave error message. Tried it several times with the same result. Will use another programmer for the procedure and a service disc will be sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). Without a lot number or device serial number, the manufacturing date cannot be determined.